Event description:
It was reported the patient "lost three stimulators, or two stimulators because of an infection." It was later clarified the patient had "lost two stimulators because of an infection." It was noted there was a concern with the patient possibly being allergic to the metal of the device. It was noted that the patient was on a ten day course of antibiotics and the "redness went away and has not returned." It was unclear if the antibiotics were given for previous possible infection or possible current infection. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report # 3004209178-2012-12002 for report on the second stimulator with infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).